Event description:
It was observed that during the device evaluation, the subject device exhibited image is flickering due to damage on the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was determinate that the root cause of the issue of image flickering was due damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.